Event description:
Related manufacturer reference number: 2017865-2024-01216. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance. The right ventricular lead was explanted and replaced. During the procedure, it was observed that the atrial lead exhibited insulation damage. The atrial lead was explanted and replaced. There were no patient consequences.